Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. Add'l info: the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: product code z371t, batch bpz940, mfg date: 12/01/2009, exp date: 07/31/2014; product code: z371t, batch ccm224, mfg date: 03/01/2010, exp date: 01/31/2015; product code: z370t, batch cbz226, mfg date: 02/01/2010, exp date: 01/31/2015. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk gynecological/ obstetrical procedure on (B)(6) 2010 and suture was used. During the procedure, the tip of the needle broke off and they could not find it. It is possible that it is left in the patient. There are no intentions of further medical intervention. There were no adverse pt consequences reported.